Event description:
It was reported that the patient presented to the hospital with pain. It was reported that the lead exhibited unacceptable thresholds. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.